Event description:
It has been reported to philips that the system freezes, stalling at 00:00. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system freezes, stalling at 00:00. There was a remote alert from the system: the frontal image processing pc (ippc) failed to boot up, and the host pc has a memory failed message in the power on self-test (post). The host pc has only 3 memory banks; one failing memory bank can affect the functionality of the system. Fse stated the cause of the issue to be one of the random-access memories (ram) of the ippc was defective, and this happened due to high humidity. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, to resolve the issue, fse replaced the host pc, ippc, and hard disks and created the ghost image. After which the system was returned to good working condition. The codes were updated based on the investigation outcome.